Event description:
User facility reported to distributor that air aspirated through the female luer lock fitting connection with the high pressure tubing during a procedure. User facility reported that the event almost resulted in an air embolism in a pt. MFR was unable to obtain any additional info from the user facility regarding the event.